Event description:
Technician alleged that the left side rail would not latch. There was no pt impact.

Manufacturer narrative:
Technician found that the stretcher was missing the roller guide, bushing, and screw which prevented the left side rail from latching. Technician replaced the missing roller guide, bushing, and screws to resolve the issue.